Event description:
The patient underwent pci on (B)(6) 2014, after presenting with acute severe non-stemi, and with a troponin of 31. He was taken to the cath lab urgently and underwent pci of the proximal to mid left circumflex and superior branch of the om1. Unfortunately, the end of the wire (pt2 moderate support ptca wire) fractured and dislodged into the distal vessel which could not be retrieved, and the superior branch of the obtuse marginal 1 experienced no flow phenomena which couldn't be restored to normal flow and the patient suffered an acute mi in that territory. The angiogram after placement of stent in the proximal to mid left circumflex showed excellent brisk timi-1 flow in the main, left circumflex and the inferior branch of the om1, which was the major branch, and there was no associated coronary artery perforation or leak. The patient also had an echocardiogram done afterwards, which showed regional wall motion abnormalities in the inferolateral wall, but ejection fraction was noted to be 45% to 50% with mild lv systolic dysfunction and no pericardial effusion. The patient was cleared by cardiology services and discharged in hemodynamically stable condition on b)(6) 2014 to his home.